Event description:
Boston scientific crm received info that during the implant procedure, the physician suspected a perforation of the right ventricle. While awaiting the echo team, the physician implanted the device and confirmed that it was functioning appropriately. Following the procedure, the pt passed away due to cardiac tamponade. This lead remains implanted; therefore we will be unable to perform analysis on this lead. Should it be returned, or if additional info becomes available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.